Event description:
It was reported to philips that the device had a bit fault. There was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.